Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany. It was reported that the venous pressure (pven) was no longer measurable and outside the measuring range in the hls set. Pint and part readings remained displayed. ECMO had been running without problems until then. Hence the constant audible alarm. The pressure connector and the cardiohelp console had already been replaced. No change and pven still unavailable after the exchange of the cardiohelp device. The customer apparently zeroed the pressures while the system was running without instructions or advice from the hotline. According to the customer, the procedure was correct; pven was then apparently available briefly but with a reading of -600 mmhg. More information has been requested but still pending. No harm to any person has been reported. On (B)(6) 2026 the ssu (sales and service unit) provided new information as follows: the hls set was not replaced and was left on the patient. The pressure connector was disconnected. The user was aware that he was continuing to operate the console without pressure measurement. As a pressure reading issues can lead to a pump stop if the intervention was set by the user a report is required. Complaint ID: (B)(4).